Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) patient experienced an inappropriate defibrillation event while at home. Rapid atrial fibrillation with a rapid ventricular response contributed to the false detection. The patient was conscious and using the bathroom when the treatment occurred. The patient called an ambulance and was taken to the hospital. The response buttons were not pressed during the entire event. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillator event. Device manufacture date and usage of device: monitor, (B)(4): 11/2012 - reuse; electrode belt (B)(4): 03/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).